Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio opc, packaged device was used during an anterior and posterior repair with sacrospinous fixation procedure performed on (B)(6) 2020. According to the complainant, during procedure, the "the device tip" (carrier) detached while loaded with the suture inside the patient. It is unknown if or how the detached piece was retrieved from the patient. The procedure was completed with the same capio opc, packaged device. There were no patient complications reported as a result of the event.